Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 28-aug-2020: h10: most likely underlying root cause changed from "mlc-28: there was not enough information to determine the mlurc" to mlc-65: manufacturing process error or packaging defect".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips, stating that the test strips were sticking to each other. The customer feels well and did not report any symptoms. No prior medical attention was reported. Customer's information was transferred to technician who attempted to call customer and was unable to reach via telephone. No further information was able to be obtained.